Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace was reviewed, and no alarms related to the event were identified. The sample was requested for investigation, but could not be provided. The customer declined to provide any additional patient information. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys dhea-s (dhea-s) on a cobas e 402 analytical unit. The initial result was > 1000 g/dl with a data flag. The repeat using a 1:5 dilution was 113 g/dl; the calculated result was 565 g/dl. The measuring range of the assay is 0.2 ¿ 1000 g/dl. The customer questions why the sample would require dilution, as the result of 565 g/dl was within the measuring range of the assay. The customer suspects an interference.